Event description:
It was reported by the nurse that the patient was seen to have high impedance of 10,000 ohms at the clinic on (B)(6) 2013. There was no significant change in seizures. The patient was last seen in (B)(6) 2013 and had an impedance value of about 2,600 ohms. X-rays were taken, but no obvious lead break was visualized. The patient's device was disabled that day. There was no reported trauma. As the patient has severe learning disabilities and is wheelchair dependant, the patient does not fall during seizures and the patient's parents were not aware of any other incidents. Surgery is likely, but has not occurred. Review of the manufacturing records for the lead confirmed no nonconformance issues were observed. No other information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.